Manufacturer narrative:
The investigation for the pump stop has been completed. Data logs were reviewed, and after running for roughly 5 days and 7 hours, the pump had a sudden "impella stopped - controller failure" alarm. This alarm indicates that there was a loss of communication to the pump motor driver. Leading up to the event, there were no purge pressure trends or motor current spikes. The imc logs were reviewed which showed that the team unplugged the pump and plugged it back in. When it was plugged back into the console, the eeprom had errors trying to read calibration data and "impella defective" was triggered. This same sequence repeated several times before they tried changing the console and the issue persisted on all the following consoles according to clinical details. Returned product was investigated. The motor housing and cannula were returned cut off from the catheter. To do electrical testing, the motor cables at the end of the catheter were connected to the patient cable pins via a multimeter to test for resistance/continuity. All three motor cables demonstrated low resistance (1 ohm). Considering there were no abnormalities, specifically a motor current spike, leading up to this loss of communication, the root cause of the pump stop was determined to be no problem found with the pump. The distal end of the catheter was inspected and biomaterial/blood was observed inside and around the purge line. There was also potential evidence of blood in the purge gap. The red handle was opened, and blood was found dried on a number of electrical components. Upon further investigation, a puncture hole was found in the catheter between the 35 and 30 cm mark. The pump's eeprom was also able to be downloaded. From the eeprom read, we were able to see that the eeprom only recorded 3392 minutes of usage time, or roughly 2 days 8.5 hrs. This indicates that at some point, the eeprom stopped being able to communicate properly with the console. It is most likely that when the hole was punctured in the catheter, potentially during case start, blood ingress in and began to interfere with the eeprom's ability to function/communicate. This did not trigger an alarm until the eeprom failed to read calibration data when the pump was unplugged and plugged back in during troubleshooting. Though the eeprom was able to be read in the lab, it is believed that this was possible because the blood had dried. The fact that the "impella defective" alarm triggered on multiple aics in the field supports the evidence that the issue was with the pump's eeprom, not the console. The root cause of the pump not being detected was determined to most likely be the hole in the catheter. Returned product was investigated. Electrical testing was done as mentioned above.

Event description:
The complainant reported that during support for 21-year-old male patient, the impella 5.5 had controller failure alarm. The nurse switched over to a new console and impella defective alarm was present. The nurse tried another console and the same alarm was present multiple times. The impella was pulled back into the ascending and the impella 5.5 was removed.

Manufacturer narrative:
A.5 race is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿